Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had been exhibiting atrial undersensing. It was reported that reprogramming corrected the issue and there were no adverse patient effects. Additionally, the patient was hospitalized for incessant ventricular tachycardia (vt) in which they underwent an ablation procedure for. Subsequent information indicates that the patient had later experienced a slow vt in which the crt-d system had exhibited some undersensed. There were a few episodes that were sustained in which the patient received anti-tachycardia pacing (atp) and a 41 joule shock. Therapy was not immediately delivered by the device as the arrhythmia kept going in and out of zones from undersensing. The patient was in a nursing home and was unresponsive; therefore cardiopulmonary resuscitation was performed. The patient is currently hospitalized with head injuries related to the arrhythmia. The patient will likely to transferring hospitals in the near future. The physician requested the field representative to increase the programmed sensitivity and to replace atp with shock therapy. There were some large right ventricular (rv) channel deflections that were not marked and did not correspond with the shock channel. These deflections were believed to be a result of CPR.